Event description:
A facility reported a cerelink sensor (ID 826850) was implanted on (B)(6) 2025. It was working well initially, with a good waveform and icp readings of six to seven (6-7). The nurse then took the patient for a computed tomography (CT) scan, and when she reconnected the microsensor to the monitor, the icp reading fluctuated between -1 and 3. Troubleshooting was performed, and the nurse raised the patient's head up and down to see if there was any icp response. The waveform was good, and the scale was correct. The nurse stated that the microsensor appeared to be in a good position during transport. All cables were replaced; however, the reading remained negative. There is no issue with the monitor, and the sensor was replaced on (B)(6) 2025, using the same monitor, and it worked fine. The patient has a glasgow coma scale (gcs) score of 3 and is scheduled to have a magnetic resonance imaging (MRI) that evening. Additional information: implant location (ex: parenchyma) parenchyma was the integra/codman icp monitor connected to a patient monitor: yes if yes, provide patient monitor make & model - nihon codin was the patient lead always connected? Yes

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826850) was returned for evaluation. Device history record (DHR) - the product code 826850 with lot 7044259 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - catheter was received with sutures. Icp express read 542; cerelink monitor acceptable. The device passed electronics, noise, linearity/hysteresis, and signal drift tests. The issue of the complaint was not confirmed. Root cause analysis - the possible root cause for this issue reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.